Event description:
A ventilator was alarming for power failure so the pt was bagged. A different ventilator was placed on pt and clinical engineering was contacted. Sensor key was stuck, causing the alarm. The ventilator was removed and replaced by co rep. The defective ventilator was a puritan bennett 840. The device was new and under warranty.